Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, technical support advised the user to remove the maj-1430 cable and power down the unit then on again. Upon following the suggested actions the problem was resolved. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that an "e315" error message was generated upon attempting to start a case using an olympus, series 190 scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was detection of scope connection failed because the olympus, model series 190 scope was connected while the power was turned on and only a videoscope cable was connected. Moreover, if the 190 scope was slowly connected to a light source device while the power was turned on and the video connector was connected to the front connector, the front and the light source scope would be connected at the same time. When devices were connected at the same time, the subject device would prioritize the connection of the light source side. Therefore, connecting a scope slowly would not make it to the timing of detection confirmation, and detection would fail. As stated in the instructions for use, as a preventive measure, "before connecting or disconnecting the endoscope, videoscope cable, oes video converter, and camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed."